Event description:
A home patient reported finding dry minicaps. According to the home patient there was evidence of povidone-iodine; however, the sponges appeared to be dried up. Per the home patient there was no patient injury and no medical intervention.